Event description:
Tested his blood glucose last monday and received a 134 mg/dl on his lifescan meter. He went to a scheduled lab test 10 minutes later and the lab reading was 165 mg/dl. A medical professional did not treat the pt. Yesterday, the pt tried to test his blood glucose and the meter displayed a "not ok" message. The pt did not experience any symptoms at the time. The pt went to the physician's office and tested on the physician's meter and received a 140 mg/dl. The pt did not receive any treatment. The physician advised the pt to contact lifescan. The pt mentioned that he cleaned the meter with control solution. Cleaning the meter incorrectly can damage the meter. Customer service was unable to resolve the issue and sent the pt a new meter. The complaint is being reported as a malfunction, since the "not ok" message was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it.